Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to clinic complaining of phrenic nerve stimulation. Device was interrogated and programming changes were made. No further nerve stimulation was noted. Patient was stable throughout the event and was discharged home.